Manufacturer narrative:
This is the final report.

Event description:
A report was received that a patient underwent a revision procedure. The patient was experiencing discomfort at the lead site, so the physician removed excess scar tissue. Also, during the procedure, the physician relocated the ipg from the abdomen to the buttocks. The patient is reportedly doing well following the procedure.